Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found a leak from the white blood cell (wbc) bath. He observed that the wbc bath was not properly seated on the aperture housings. The fse reseated the bath onto the aperture housing which resolved the leak. The fse performed a startup, shutdown, and cycled controls with no further issues. The instrument ran without leaks and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a reagent fluid leak of about 10 ml from a coulter lh 750 hematology analyzer while performing instrument startup. The leak was not contained within the instrument. The customer stated that multiple parameters had failed startup at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.